Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The disk was formatted and the power supply and connections were checked. The system operates as intended.

Event description:
The customer reported a disk error message on the stenoscop system. No pt injury was reported.